Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 10, 2022.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on december 29, 2021.

Manufacturer narrative:
This report is submitted on may 19, 2021.

Event description:
Per the clinic, the patient was hospitalized (date not reported) for dizziness and vertigo and was subsequently treated with steroids (type not reported).